Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in a test phase. The root cause was determined to be the aging of the device. In consequence the defective component was replaced, and no further issue occurred. There was no patient or user harm.

Event description:
The unit shows the tf#8 alarm code 28 in normal using. We enter the tsw test7 and find the vaw is not ok. We have checked the ribbon cable and j5 connector on the mainboard.